Event description:
The husband of a (B) (6) female pt contacted lifecor customer support to report that the pt was going to shower and they removed the battery pack from the monitor. After the shower, they could not get the battery pack to go back into the monitor. The husband stated that one of the prongs broke off from the battery connector within the monitor. Support sent the pt a replacement monitor and battery pack.

Manufacturer narrative:
Device manufacture date: monitor (B) (4); battery pack (B) (4). Device evaluation summary: device evaluations of monitor (B) (4) and battery pack (B) (4) have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unk, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. The battery pack was fully functional. It was retested and restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The pt received a replacement monitor and battery pack.